Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had a "low water alarm". No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The returned device was given functional testing; the returned device was found to perform as specified. The reported issue could not be confirmed.